Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, a 2.0 single use drill snapped and got stuck inside a 2.0/2.7mm double-ended drill guide. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section d4, d10 and h4 were updated. Section h10: the associated devices were returned and evaluated. The visual inspection revealed the tip of the drill is stuck inside of the drill guide. The rest of the drill and the drill guide were returned. For the drill, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: case-(B)(4).